Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 6.1 row e had failed in hardware test application (hta) mode. A field service engineer (fse) reseated the row board cable at tray and confirmed that the pockets and trays were responsive. The fse performed final test and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 had failed and was not detected on the bus. The customer tried to reboot and recover the failure, but the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.